Event description:
Customer was investigating a medication error on a neonate and reviewed the device event log. Lipids were programmed. The event log indicated that during programming there was a keypress for a bd syringe, but a terumo syringe was noted in the log. When the infusion was complete, there was still 10-15 mls of solution left in the syringe. Customer stated that the pharmacy typically overfills the syringe to allow enough solution to prime the tubing; however, there was more left in the syringe than should have been. Customer also stated that there was a label wrapped around the syringe. Programming information: bd 60 ml syringe, weight 3.3 kg, 9.9 grams lipid, 49.5 ml diluent, infusion started on (B)(6) 2011, set to run for 12 hours. There was no patient harm and no medical intervention was required. Customer states that no further patient/event information is available.

Manufacturer narrative:
(B)(4). Customer states that product will be returned. Despite multiple requests, no product has been received for investigation. A follow up report will be submitted once the affected equipment has been received and an investigation has been completed.